Event description:
A customer obtained a lower than expected vitros phyt quality control result (11.40 ug/ml versus expected value of 14.40 ug/ml) from the mas level 2 control fluid when run on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run for vitros phyt while quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros phyt quality control result was obtained on a vitros 5600 integrated system. The root cause of the event was determined to be user error due to inappropriate dilution of the quality control sample. The customer diluted the sample in response to wash flags generated when the sample was run neat. However, sample dilution was inappropriate as the expected phyt concentration for the control fluid was within the assay measuring range. Therefore, the lower than expected vitros phyt result was obtained due to over-dilution of the sample by the customer. The investigation found no evidence to suggest that the vitros 5600 integrated system or the vitros phyt reagent malfunctioned.